Event description:
A customer contacted global technical service (gts) regarding a system error 2240 alarm (air in tubing) that occurred in dwell two of five during use of the homechoice (hc). There was nothing found during troubleshooting that would cause or contribute to the alarm. The patient completed therapy with manual supplies. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. If additional relevant information is received, a supplemental medwatch will be filed.